Event description:
It was reported that a right ventricular (rv) lead was implanted, and during implant the physician encountered difficulty extending and retracting the lead tip. The following day, post implant, the tip to ring r wave went down from 6 millivolts to 4 millivolts - 3.5 millivolts, as a result, the device settings were re-programmed to tip to coil with an r wave value of 5 millivolts. Approximately, two to three weeks later, device interrogation revealed a low r wave and impedance value decrease. Physician decided to re-position the rv lead. Approximately two weeks later, during rv lead re-positioning the lead was checked via analyzer programmer that revealed tip to ring r wave at 3 millivolts. During attempt to unscrew the rv tip for re-position the operator experienced difficulty when unscrewing the tip. Counter clockwise rotation of the rv lead body was performed to detach the tip of the lead from the tissue. The rv lead was removed from the patient's anatomy. After removal of the rv lead from the patient's anatomy the tip was retracted into the body of the lead that required more than approximately twenty counter clockwise rotations. Physician decided to replace the rv lead with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code if information is provided in the future, a supplemental report will be issued.